Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the right ventricular (rv) lead had failed to advance in subclavian vein. The rv lead was removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to advance lead in catheter was not confirmed. A complete lead was returned in one piece. The lead was able to be fully inserted and removed from the catheter with no restriction. Visual examination of the lead did not find any anomalies except for procedural damage.